Event description:
We received an allegation about discrepant high results for 1 patient sample tested with lipase (lipc) assay on a cobas pure c303 analytical unit. The following results were obtained: the initial result for lipc was 78 u/l. The same sample was re-tested 10 times: result: 38 u/l, result: 38 u/l , result: 38 u/l , result: 38 u/l , result: 38 u/l , result: 38 u/l , result: 74 u/l, result: 40 u/l, result: 39 u/l, result: 55 u/l. The value of 38 u/l was considered correct and reported outside of the laboratory. The lipc reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer replaced the sample probe. The engineer checked the washing, the gear pump, and the rinse station adjustment. The sample showed some contamination. The customer observed that some qc measurements were outside of range for mg and lipase. The investigation is ongoing.

Manufacturer narrative:
The assay performance was within specification since the calibration and qc recovery were acceptable. A general reagent issue can be excluded since a rerun with the same reagent was successful and there was no lot-specific behavior issue. The investigation did not identify a product problem. The cause of the event could not be determined.